Manufacturer narrative:
Evaluation results: related to operational context (device inspected prior to use with no abnormalities noted. Appears most likely device was damaged during procedure). Deformation problem (tear on balloon). Evaluation conclusion: operational context caused or contributed to the event (device inspected prior to use with no abnormalities noted. Appears most likely device was damaged during procedure). (B)(4).

Event description:
The physician attempted to use a sprinter legend balloon dilatation catheter to treat a lesion in the mid to distal rca. The lesion exhibited 90% stenosis. The device was inspected prior to use with no issues noted. The lesion was first pre-dilated. Difficulties were reported crossing the lesion. The balloon was reported to have burst at 14atm on the first inflation. No patient complications were reported. Evaluation summary: the device was returned to the manufacturing facility for evaluation. Visual inspection of the balloon showed a longitudinal tear along its working length. The balloon material at the edge of the tear was jagged and uneven at the proximal end. The catheter was kinked immediately distal to the marker band.